Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as hardware. The fse replaced buffer valves, poalon tubes, roller and silicon tubing which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low ise (ion selective electrode) patient results on their au680 clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the erroneous results.